Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Event description:
It was reported there was suspected overinfusion and suspected overdose of the patient. Nothing had been confirmed or tested. The catheter had been successfully aspirated. The event required hospitalization. At the time of the report the patient was comatose. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver baclofen. It was later reported the patient was high functioning and had a history of seizure disorder. A seizure was one of the precipitating events to the coma. The patient did not have clonus on the exam so overdose was ¿taken off the table.¿